Manufacturer narrative:
This report is a duplicate report to 3001883144-2020-00114. The final report will be submitted under 3001883144-2020-00114.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 2648612-2020-00127, 2648612-2020-00128. The article "which is the best prosthesis in an isolated or combined tricuspid valve replacement?" Was reviewed. This research article is a retrospective multi center experience to compare the long-term results of mechanical and biological prostheses in patients who underwent isolated or combined tricuspid valve replacement. Edwards lifesciences pericardial tissue heart valve; medtronic hancock ii porcine heart valve, mosaic porcine bioprosthesis and mechanical heart valves; abbott epic serial model tissue heart valve and masters series mechanical heart valve were associated to the study. The article concluded that biological prostheses may be an optimal choice for patients, especially for patients without ebstein¿s anomaly, in isolated tricuspid valve replacement. The primary author of the article is peng liu, md of department of cardiovascular surgery, fuwai central china cardiovascular hospital, henan province people¿s hospital, henan cardiovascular hospital and zhengzhou university, zhengzhou, henan, china. The correspondence author is si chen, md of department of cardiovascular surgery, union hospital, huazhong university of science and technology with the corresponding email: steffengloekler@gmail.com.